Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain, instability and loosening of the femoral and tibial components at the cement to implant interface. Cement manufacturer is unknown. Doi: (B)(6) 2016. Dor: (B)(6) 2019; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Medical records received ad 07 february 2020 were reviewed on ad 02 march 2020 by a clinician to identify product issues and/or patient harms. Doi: (B)(6) 2016. Patient received a primary attune total knee replacement to treat osteoarthritis of the right knee. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Dor: (B)(6) 2019. Patient referred for a revision of the left knee due to pain and joint instability. Upon entering the knee, the surgeon confirmed flexion instability and identified loosening of the tibial tray and femoral components at the cement to implant interface. The tibial tray was completely debonded from the cement and easily removed. The patella was retained. There was no reported problem with the revised tibial insert. The patient was implanted with depuy revision knee components utilizing competitor cement.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.